Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an issue with the sensor. When the customer changed the reservoir, insulin continued to drip afterwards. The customer experienced a low blood glucose level because the reservoir emptied all the insulin into their body. Customer's blood glucose level was 181 mg/dl. The insulin pump alarmed pump error 53. Insulin continued to drip after the motor stopped during the fill tubing process. Insulin squirted out during the load reservoir/fill tubing process. Insulin did begin to exit earlier than expected. Customer was advised to discontinue use of the device and revert to backup plan. The device was not returned.